Event description:
The customer observed falsely elevated magnesium result generated on the architect c16000 analyzer for one patient. The sample was repeated, and the result was normal. The customer also noted the controls were also erratic. However, the controls were within range at the time the discrepant result was generated. The following data was provided: reference range is 0.4 to 1.0 mmol/l, (B)(6), initial result = 2.56 mmol/l, repeat result = 0.81 mmol/l no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
The field service representative (fsr) performed total call procedures and replaced multiple parts including the bellows, water line syringe seal and water bath filter. The replacement of the parts resolved the issue. The bellows, water line syringe seal and water bath filter were determined to be the likely causes of the issue. The instrument service history review revealed complaint ticket (B)(4) generated for falsely elevated magnesium results. Service performed a total call on the instrument to resolve the issue, there were no additional falsely elevated magnesium results reported after the total call was performed. A review of tracking and trending of the clinical chemistry systems identified no similar issues related to the architect system, likely cause parts, or discrepant results as described in this ticket. A search for non-conformances was performed and there were no non-conformances related to the current complaint. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect (B)(6) processing module for serial (B)(6) was identified.